Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp). The tsr explained the alarm and assisted the hp to clear the alarm by cycling power. The hp will finish with manuals. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects in the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident and she did inform her nurse of the situation. The hp stated that she is continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.